Event description:
The facility risk manager contacted medtronic emergency response systems to report the device, when being used with hands-free electrodes, reportedly failed to discharge defibrillator eneregy when the defibrillation adapter switches were pressed. The alleged failure occurred during pt use. The facility risk manager stated the pt was not resuscitated as a result of the device discrepancy.